Event description:
Blood seepage was observed on the graft during an iliac reconstruction. Seepage stopped. However, it is not clear how it was stopped. Graft remained implanted. There was no reported pt injury.